Event description:
It was reported that the pk dissecting forceps instrument tips would not open or close during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found no issue with the tips of the instrument. The tips opened and closed as intended when the input wheels were manually manipulated. Failure analysis also observed that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.